Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in patient's mouth, it was verified its non- osseointegration. 30 ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/quantity (bone type IV) and fenestration occurred during surgery.